Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of neuralgia ('neuralgia') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced neuralgia (seriousness criterion medically significant), arthralgia ("joint pain in shoulders, knees, toes"), myalgia ("muscle pain in neck"), fatigue ("chronic fatigue"), poor quality sleep ("non restorative sleep"), memory impairment ("immediate memory impairment") and tendonitis ("tendinitis"), 3 years 1 month after insertion of essure. Essure treatment was not changed. At the time of the report, the neuralgia, arthralgia, myalgia, poor quality sleep, memory impairment and tendonitis outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for arthralgia, fatigue, memory impairment, myalgia, neuralgia, poor quality sleep and tendonitis with essure. The reporter commented: side effects occurred for more than 2 years. Patient´s current status is state of chronic fatigue. Salpingectomy and hysterectomy is considered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-feb-2021. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of neuralgia ('neuralgia') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced neuralgia (seriousness criterion medically significant), arthralgia ("joint pain in shoulders, knees, toes"), myalgia ("muscle pain in neck"), fatigue ("chronic fatigue"), poor quality sleep ("non restorative sleep"), memory impairment ("immediate memory impairment") and tendonitis ("tendinitis"), 3 years 1 month after insertion of essure. Essure treatment was not changed. At the time of the report, the neuralgia, arthralgia, myalgia, poor quality sleep, memory impairment and tendonitis outcome was unknown and the fatigue had not resolved. The reporter considered arthralgia, fatigue, memory impairment, myalgia, neuralgia, poor quality sleep and tendonitis to be related to essure. The reporter commented: side effects occurred for more than 2 years. Patient´s current status is state of chronic fatigue. Salpingectomy and hysterectomy is considered. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.